Event description:
It was reported by the customer that a pyxis medstation es system failed pocket and not detected on bus. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software issue. The customer fixed the pyxis by rebooting the machine manually. Issue resolved. The system functioned as intended after customer resolved the issue.